Event description:
Pt spontaneously called in to report that both of her cadd ms3 pumps are missing parts of the plastic piece inside the part where the cartridge cap screws on. She is still able to use one pump without any problems. Error was not discovered while in use and did not cause any harm to the pt. Pharmacy is replacing both pumps. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.